Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime, xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012 the xience prime 3.5x23 stent was implanted in the distal left circumflex coronary (cx) artery and the xience prime 3.0x28 was implanted in the mid right coronary artery. The patient had chronic stable angina on (B)(6) 2015 and underwent coronary catheterization on (B)(6) 2016. A lesion with 70% stenosis proximal to the stent in the cx was found. The lesion was treated with a drug eluting stent. The condition resolved and the patient was discharged on (B)(6) 2016. There were no adverse patient sequela. No additional information was provided.